Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal and distal conductors of the lead became extrinsically distorted due to pulling/stretching/overstress, the outer insulation of the lead was ex trinsically breached due to a cut, and visual summary analysis of the lead indicated stretching and apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. It was noted that during the revision the physician was concerned about the amount of stress he put on the lead and requested a new lead. The lv lead was extracted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, (B)(6) 2013; 4076-52, lead, (B)(6) 2013. (B)(4).